Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. The impella IFU notes the following statements, in relationship to the reported symptom:  "assess access site for bleeding and hematoma.¿

Event description:
The complainant reported a 63-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following impella explant, it was noted that the patient developed bleeding at the access site. Manual pressure was not enough to manage the bleed, and four perclose coinciding with placement of an 8fr angioseal were necessary to achieve hemostasis.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the access site bleeding was most likely patient condition related. The failure mode will be monitored and trended. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿